Event description:
It was reported that revision surgery was required after 2 years. The sales rep reported that it was needed because the tibia was loose and that it was tipped 10 degrees inwards posteriorly.